Manufacturer narrative:
Bounajem mt, joyce e, scoville jp, et al. Safety and efficacy of the pipeline flex embolization device with shield technology (ped-shield) for the acute treatment of ruptured internal carotid artery pseudoaneurysms: a multi-institution case series. Neurosurgical focus. 2023;54(5):e4. Doi:10.3171/2023.2.focus233. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Bounajem mt, joyce e, scoville jp, et al. Safety and efficacy of the pipeline flex embolization device with shield technology (ped-shield) for the acute treatment of ruptured internal carotid artery pseudoaneurysms: a multi-institution case series. Neurosurgical focus. 2023; 54(5): e4. Doi:10.3171/2023.2. Focus233. Medtronic literature review found a report of patient complications in association with pipeline embolization device with shield technology. The purpose of this article was to conduct a multi-institution, retrospective case series to determine the safety and efficacy of ped-shield for the treatment of ruptured blister, dissecting, and iatrogenic pseudoaneurysms of the internal carotid artery. Thirty-three patients were included in the final analysis. Seventeen underwent placement of a single device, and 16 underwent placement of two devices. The study consisted of 24 females and 9 males, and the mean age was 53.5 years. An external ventricular drain (evd) was placed in 27 patients during treatment. The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted: three total patients died while in the hospital. One patient experienced a spontaneous evd-related intraparenchymal hemorrhage 3 days after ped-shield treatment and subsequently died.